Event description:
Edwards lifesciences maintains an implant patient registry (ipr). This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. It was reported from canada via the implant patient registry that this valve model 7300tfx27 implanted in the mitral position was explanted from a 63-y-o patient after an implant duration of 9 months due to dehiscence of the valve likely caused by a suture torn out. Reportedly, the patient was asymptomatic before the re-do surgery. Another valve of the same model and size was implanted in replacement. The patient was noted as to be discharged home.

Manufacturer narrative:
H11: additional manufacturer narrative: the device was not returned for evaluation, as there was no allegation of device malfunction. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
Added information to section d4 (primary unique device identification (UDI) number) and h6 (type of investigation, investigation findings and investigation conclusions) corrected data in section h6 (component code): the code "4755 - part/component/sub-assembly term not applicable" was replaced by the code "439 - cusp/leaflet". H11. Additional narrative/data: the device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Device dehiscence or suture torn out may occur early or late. When it occurs in the intraoperative period, it is typically a result of inadequate device implantation in combination with friable myocardial tissue. Valve dehiscence is not a malfunction related to a manufacturing deficiency of the device. The instructions for use (IFU) have been reviewed and no inadequacies have been identified with regard to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported type of event is included in the IFU. There is no allegation of a malfunction which could be related to a manufacturing non-conformance and/or one was not suspected or confirmed through investigation; no labeling non-conformance/deficiency; no use-related issue with a hazardous situation; no device-related infection; and no evidence of a product failure with regard to design, reliability, or use error. A definitive root cause cannot be conclusively determined; however, patient and/or procedural factors likely caused or contributed.